Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that patella cutting guide saw capture broke, while cutting the patella. No delay. And nothing was left in the patient. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed, that the instrument has one of the two saw captures broken. Confirming, the reported allegation. The broken fragment was returned for evaluation. The observed, condition of the device can be attributed to a manipulating the saw blade in a prying motion, during cutting process. A dimensional inspection was not performed, since it was not applicable to the complaint condition. A functional test was not performed, since it was not applicable to the complaint condition. The overall complaint was confirmed. As the observed, condition of the pfc calibrated pat cut gde would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that there were no adverse consequences that affected the patient. There were zero consequences to the patient due to this instrument breaking.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patella cutting guide saw capture broke while cutting the patella. No delay and nothing was left in the patient.